Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely a leakage occurred which led to humidity inside the device, and resulted in the reported event temporarily. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope image was blurry. The issue was found when preparing the scope for use prior to a diagnostic gastroscope. The entire image was blurry, the object was not visible, and the image could not be restored. A similar device was used to complete the procedure and there was no delay. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was foggy due to damage on the charged coupled device. Also, evaluation found the zoom did not work, the instrument channel tube had leakage, the key top of switch #1 was damaged, and the light guide lens was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.